Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that glue-like foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system during use. The following information was provided by the initial reporter, translated from chinese: "withdrew to find glue on the tip of the catheter".

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like foreign matter was found on the tip of the bd saf-t-intima¿ IV catheter safety system during use. The following information was provided by the initial reporter, translated from chinese: "withdrew to find glue on the tip of the catheter."